Event description:
On (B)(6) 2012, the reporter contacted the animas corporation and stated the down arrow button was intermittently responsive. Reporter did not report any damage to the keypad and stated that the patient wore the pump in a pocket and cleaned the pump with a dry paper towel. There is no reported adverse event with this complaint. This report is made based on the allegation of the down arrow button response issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was intact. The up arrow, down arrow and contrast keypad buttons were intermittently unresponsive and the ok key responded appropriately. Evaluation revealed contamination under all of the keypad buttons. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function.